Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. A few days later consumer had pain, redness and swelling, sought medical treatment and was prescribed antibiotics. The following day medical treatment was sought again, was admitted into the hospital in 4/2000, was given 8 hrs of IV antibiotics and released two days later.